Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was admitted to the hospital for a high blood glucose level. The contact did not have any further information regarding the event. Although multiple attempts were made to contact the customer for more information, the customer did not reply.